Event description:
On (B)(6) 2021, a device evaluation was completed by kci quality engineering. On (B)(6) 2021, the device was tested per quality control procedure by kci service center, and the unit passed the quality control checks and met specifications. On (B)(6) 2021, the device was placed with the patient. On (B)(6) 2021, the device was tested per quality control procedure by kci quality engineering and no failures were found with the device related to this event.

Manufacturer narrative:
Based on additional information provided regarding the device, kci's assessment remains the same; it cannot be determined that the alleged wound infection is related to the activ.a.c.¿ ion progress¿ remote therapy monitoring system. The device met specifications before patient placement. No failures were found with the device related to this event after patient placement.

Manufacturer narrative:
Based on the information provided, it cannot be determined that the alleged wound infection is related to the activ.a.c.¿ ion progress¿ remote therapy monitoring system. The patient has a significant history of comorbidities including osteomyelitis. A device evaluation for the activ.a.c.¿ ion progress¿ remote therapy monitoring system is pending return of the device. Device labeling, available in print and online, states: infected wounds should be monitored closely and may require more frequent dressing changes than non-infected wounds, dependent upon factors such as wound conditions and treatment goals. Refer to dressing application instructions (found in v.a.c.® dressing cartons) for details regarding dressing change frequency. As with any wound treatment, clinicians and patients/caregivers should frequently monitor the patient's wound, periwound tissue and exudate for signs of infection, worsening infection or other complications. Some signs of infection are fever, tenderness, redness, swelling, itching, rash, increased warmth in the wound or periwound area, purulent discharge or strong odor. Infection can be serious, and can lead to complications such as pain, discomfort, fever, gangrene, toxic shock, septic shock and/or fatal injury. Some signs or complications of systemic infection are nausea, vomiting, diarrhea, headache, dizziness, fainting, sore throat with swelling of the mucus membranes, disorientation, high fever, refractory and/or orthostatic hypotension or erythroderma (a sunburn-like rash). If there are any signs of the onset of systemic infection or advancing infection at the wound site, contact the treating physician immediately to determine if v.a.c.® therapy should be discontinued. Precautions: the v.a.c.® therapy system will not be effective in addressing complications associated with the following: ischemia to the incision or incision area, untreated or inadequately treated infection, inadequate hemostasis of the incision, cellulitis of the incision area.

Event description:
On 06-jul-2021, the following information was reported to kci by the patient's family member: on (B)(6) 2021, the patient is off the activ.a.c.¿ ion progress¿ remote therapy monitoring system allegedly due to a wound infection. The physician placed an alternate dressing. On 09-jul-2021, the following information was provided to kci by the physician: v.a.c.® therapy was suspended due to a wound infection. The patient is on an alternative dressing and being treated with antibiotics. The physician was unsure if the activ.a.c.¿ ion progress¿ remote therapy monitoring system contributed to the infection. No additional information was provided. A device evaluation of the activ.a.c.¿ ion progress¿ remote therapy monitoring system is pending return of the device.